Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012368131 was returned and analyzed. Visual inspection of the handle area was performed and the inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed and no anomaly was discovered. The functional testing was performed and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07316 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00898 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported issue (retract and removal issues) was not confirmed through analysis and the sheath failed the returned product inspection due to kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an abnormal ring shape was observed and it appeared the guidewire was passing outside the ring. The guidewire was retracted into and out of the sheath without resolution. The loop catheter was unable to be retracted into the sheath. During removal, there was resistance when crossing the septum and at the puncture site. It appeared that the array was tangled. The loop catheter and sheath were replaced which resolved the issue. No patient complications have been reported as a result of this event.